Event description:
It was reported that during the implant attempt, there was positioning difficulty. The lead was too large for the target vein. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies were found; full lead returned and analyzed. Blood/body fluid was found on the distal conductor.